Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported during implant the stylet could not be removed. Lead was not used and a new lead was implanted.